Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and xenform were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with cystoscopy, tight salpingoophorectomy due to vaginal wall prolapse, cystocele, enterocele, and sui. It was also reported that following insertion the patient experienced infection, urinary problems and dyspareunia. It was also reported that the patient underwent cystoscopy with endoscopic removal of calcified suture and vaginal graft revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.